Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On the same day as onset, the patient started treatment for the peritonitis with injection (inj) vancomycin (intraperitoneally (ip), 2 grams, ¿repeat on 7 days¿). On an unreported date, the patient began treatment for the peritonitis with inj fortum (1 gram, ip, night exchange, daily for 14 days). The outcome of the peritonitis was unknown. The action taken with the dianeal therapies was not reported. No additional information is available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. (B)(4).